Event description:
It was reported that the bd preset¿ eclipse¿ experienced a failure to contain blood during use. The following information was provided by the initial reporter: the syringe was cracked.

Manufacturer narrative:
Investigation summary: bd received sample and photos from the customer facility for investigation. The sample and photos were evaluated and the customer¿s indicated failure mode for damage to the barrel with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd preset¿ eclipse¿ experienced a failure to contain blood during use. The following information was provided by the initial reporter: the syringe was cracked.